Manufacturer narrative:
Complaint no: (B)(4). This report was received by the (B)(6) regulatory authorities (reference number: (B)(4)) via an other health professional and forwarded to baxter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the peritonitis and whether dianeal therapy was ongoing was not reported. The outcome of the peritonitis event was unknown. No additional information is available.